Event description:
During the explantation of a pacemaker lead, the passive fixation lead broke off and the lower 1/3 remains in a ventricle of the heart. The front 2/3 of the lead was completely removed from the heart.